Manufacturer narrative:
(B)(4). The tip of the returned microcatheter was torn off at the distal end of the catheter shaft segment; approximately 5mm of the tip was missing. Microscopic observation revealed that shaft strands were disarranged due to accumulated torsion. Scratch was found proximal to the tip breakage end that was assumed to be made by contacting calcium of the lesion. The catheter lumen became narrowed by the under polymer layer and braids that were gathered towards the center of the lumen by torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product deficiency. Base on the provided information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped by the heavily calcified lesion, and that stress led the catheter tip to be damaged and eventually separated from the catheter shaft. Instructions for use (IFU) states: [contraindications]: do not use this microcatheter in advanced calcified lesion; [warnings]: do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings]: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects]: separation.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified 80% stenosis in the proximal rca. Balloon predilatation filed due to rupture of the balloon. The asahi microcatheter was then used for exchanging guide wires, initially planned to perform rotablation. However, the microcatheter failed to advance and on retrieval, the tip of the microcatheter broke off and the separated tip was stuck inside the calcified segment. A snare was used to retrieve the separated tip, however, failed. The patient was haemodynamically stable and sent back to the ward.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.